Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump black box data revealed a pump reboot, and deliver resumed after the reboot. The recorded total daily dose values accurately reflected the programmed basal rates. A delivery accuracy test was performed and passed. The pump was exercised for 24 hours with no error, alarms, or warnings observed. The complaint of inaccurate delivery was not duplicated. Unrelated to the complaint, the battery compartment was observed to be cracked.